Manufacturer narrative:
It was also noticed during evaluation that the battery pins were discolored (seemingly cosmetic issue) so they were replaced as a precaution. Evaluation of the downloaded device keylog verified the issue of unexpected power loss occurred. The battery in use was at a very low state of charge and the device attempted to switch to the charged battery, however was unable to and therefore shut down. Physio-control found that issue with the battery pins was likely the cause of the device being unable switch from the low battery, however this could not be determined conclusively.

Event description:
Physio-control received a report that a monitor cut off in the middle of a cardiac arrest call, while monitoring/delivering electrical therapy. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however it was reported that a backup device was available and patient survived, so there was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
Physio-control received a report that a monitor cut off in the middle of a cardiac arrest call, while monitoring/delivering electrical therapy. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however it was reported that a backup device was available and patient survived, so there was no adverse patient outcome.